Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut down and became unresponsive after it was dropped in water. The customer experienced an elevated blood glucose (bg) level of 300 (mg/dl) and trace ketones. A manual injection was delivered to address bg levels. It was indicated that manual injections were available for diabetes management.